Event description:
Recently switched to true metrix glucose meter. Started to give the same reading 114. Patient tried using strips from a different lot number, testing at different times of the day, but still getting the 114 reading. We swapped out the unit with a different one. Meter's lot number is kr1267, with an expiration date of 12/06/2018.